Manufacturer narrative:
(B)(4). Morrey me, songy c, triplet jj, cheema an, o¿driscoll sw, sanchez, sotelo j, morrey bf, unexpected high early failure rate of the nexel total elbow arthroplasty, jses international (2022), doi: https://doi.org/10.1016/j.jseint.2022.04.001. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient underwent reoperation and radial head resection for impingement and decreased forearm rotation. Attempts have been made and additional information on the reported event is unavailable at this time.